Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 9/19/08 the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra meter had a battery indicator issue. The complaint was classified based on the customer service rep (csr) documentation and recorded phone conservation. The pt tests her blood glucose twice a day; in the morning and at night before going to sleep. She also takes 500 mg of glucophage three times a day with diet and exercise to manage her diabetes. The pt stated that the battery indicator issue started about two days prior to contacting lfs. As a result of the meter issue, the pt did not make any changes in her diabetes regimen. The pt stated that at about mid-morning (at around 10 am), she began to develop symptoms of "slight blurry vision" and reportedly tested her blood glucose on a backup meter with results of "203 mg/dl." Regardless of the blood glucose result, the pt stated that she did not seek medical intervention. During troubleshooting, the csr discovered that the pt failed to change the meter's battery per the owner's manual. The pt's products have been replaced. This complaint is being reported due to the following conclusions: the pt's reported symptoms of "blurry vision" can be associated with hyperglycemia and it reportedly developed after the reported issue.